Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2011, inratio: 1.9, reference meter: 2.4. Date: (B)(6) 2011, inratio: 2.2, reference meter: 2.5, lab: 2.4. Therapeutic range: 2.0-3.0.